Event description:
It was reported that the customer received an insulin delivery error that resulted in a change in the infusion set and possibly the cartridge. The customer was not sure what alarm had occurred. The customer's blood glucose level was impacted, but the customer could not recall the level.

Manufacturer narrative:
Additional information indicated that the customer has not had any further issues. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.